Manufacturer narrative:
The event occured in germany. It was reported that the closing assy on the rotaflow console was broken and that the battery has a defect. The event occurred on the night of february 23 during patient treatment. The night shift carried out cleaning work on the rotaflow. The closing assy was probably damaged in the process, so the treatment had to be continued with the emergency drive for a while. The device was exchanged with a backup device. No harm to any person has been reported. Due to the reported exchange a report is required. The affected rotaflow console with (B)(6) was investigated by a getinge field service technician. The technician was able to confirm the reported failure "closing assy broken". The rf drive closing cover kit (article number 70101.1680) has been replaced. The reported failure "battery defective" could not be confirmed. The battery life was in line with the specifications and the charging and discharging functions were faultless. The device passed all functional and safety tests according to the specifcations. The most probable root cause for the reported failure "closing assy broken" could be determined as too excessive force. The reported failure "battery defective" could not be confirmed. However, the failure mode can be linked to the following most possible root causes according to the rotaflow risk management file. Battery power failure e.g.: - defect batteries - user forgot recharge. A review of non-conformities was performed on (B)(6) 2025 and during the time from (B)(6) 2008 to (B)(6) 2025 there are no non-conformities in regard to the reported product and failure.there is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced on (B)(6) 2008. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 3.3.4 check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. The actual run time during battery operation depends on the age and condition of the batteries, current consumption of the rotaflow console and other factors. The run time shown is only a reference value. The actual run time can be shorter or longer. Chapter 5.6.1 before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. No UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2008. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occured in germany. It was reported that the closing assy on the rotaflow console was broken and that the battery has a defect. The event occurred on the night of february 23 during patient treatment. The night shift carried out cleaning work on the rotaflow. The closing assy was probably damaged in the process, so the treatment had to be continued with the emergency drive for a while. The device was exchanged with a backup device. No harm to any person has been reported. Due to the reported exchange a report is required. Complaint ID: (B)(4).